Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On an unspecified date/time, a patient was transported by ambulance after suffering from asphyxia resulting from aspiration. On (B)(6) 2016 at 3pm, post-resuscitation brain hypothermia therapy was initiated using the thermogard xp ivtm system (s/n: (B)(4)). The thermogard console was set to a target temperature of 34°c. The following day on (B)(6), at approximately 11:28am, the thermogard xp ivtm console alarmed and displayed a tcmid: 01 (pump failed) error message. The roller pump had failed. Despite multiple attempt to restart the console, the issue continued; the console was non-functional. At an unspecified time later, the patient's temperature management therapy was replaced with the use of a surface cooling blanket. According to the attending physician, since the rewarming was achieved in 24 hours after the start of the brain hypothermia treatment, there was no health injury to the patient as a result of the reported issue. The physician had determined there was no consequence switching temperature control management from the thermogard console to a blanket. Per physician, even after the patient was resuscitated, the patient's clinical condition was extremely poor. The patient expired on (B)(6). The physician, indicated there was no causal relationship between the patient's death and the reported thermogard xp ivtm system.